Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump buttons was unresponsive and motor error. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that drive support cap was normal and buttons were no longer working. The customer was advised that the insulin pump needed to be replaced. Troubleshooting was performed for keypad anomaly. Insulin pump had motor error in the past. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.